Manufacturer narrative:
(B)(4).

Event description:
The customer reports: at insertion of internal jugular vein, only air was aspirated in the syringe. The syringe was replaced by a new one, then blood aspiration was confirmed without problem. This second syringe which was successfully used also will be returned with the actual complaint sample for comparison.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing two ars syringes with introducer needles: one complaint sample and one representative sample. The ars syringes and introducer needles were visually examined and no obvious defects or anomalies were observed. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it did not snap back in to a position = 1cc after the ars was tested. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample did not pass the functional inspection. The representative sample was also functionally tested with no problem found. The introducer needle was attached to the returned syringe and water was aspirated into the ars. Water and air filled the syringe with a significant amount of air bubbles entering. A device history record review was performed with no relevant findings. The customer reported issue of the ars syringe leaking was confirmed during the sample investigation. Functional testing was performed on the returned ars syringe and it was confirmed that the seal was faulty. No problem was found with the returned representative sample. The probable cause of this issue is manufacturing-assembly related and a non-conformance request has been generated to further investigate this issue.

Event description:
At insertion of internal jugular vein, only air was aspirated in the syringe. The syringe was replaced by a new one, then blood aspiration was confirmed without problem. This second syringe which was successfully used also will be returned with the actual complaint sample for comparison.